Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between august 21-22, 2025. H11: the device was received for evaluation. A visual inspection was performed, and white drug residue was noted at the blue winged luer cap from sample because the cap was noted to be slightly untightened and therefore had resulted in a slow leak which overtime the liquid drug dried into white residue/powder. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a functional leak test was performed after the blue winged luer cap was securely tightened, and there was no evidence of leak observed. Based on the samples evaluation results, the device had a slow leak due to an untightened blue winged luer cap (use-related factor). The reported condition was verified. The cause of the reported condition was a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the fill port (white residue visible on the line attached to the fill port plus the outer pink lid). The device was filled with fluorouracil and saline. There was no patient involvement. No additional information is available.